Manufacturer narrative:
After further evaluation, the initial emdr was created and submitted in error. Suspect medical device 08p07-77 is an international product that has a similar product distributed in the us, list number 08p07-31. Product list number 08p07-31 alinity I hiv ag/ab combo is not a screening assay in the united states and therefore not reportable. No impact to patient management was reported. Based upon this review, this complaint is no longer a reportable event and no further follow up will be provided.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false reactive alinity I (B)(6) ag/ab assay results for one patient. The customer provided the patients initial = 1.33 s/co, centrifuge results = 0.30, 1.28 s/co (reference range: <1.00 = nonreactive; >= 1.00 reactive). The physician questioned the result. As results are unclear the patient will be retested in three to six weeks. There was no impact to patient management reported.